Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). During a varicosis operation, the hook of the extractor broke off. By use of x-ray, the fragment was found and removed. Surgical delay of 10-15 minutes.

Manufacturer narrative:
Received a complaint regarding a broken-off tip of an extractor. The working end (little hook) of the instrument is broken off. The investigation was performed, using the digital microscope (B)(4) by (B)(4) and the hardness tester. It concerns a spontaneous forced fracture. A review of the device history files are not possible, with the given identification number on the instrument, no matches could be found in our system. This kind of instrument is designed for delicate use only. It is liable a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. According to (B)(4) a CAPA is not necessary. The current failure rate is within the risk analysis and therefore acceptable.